Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient detailed that the alleged issue began on the (B)(6) 2016, 9:24pm. The patient reported that he obtained an alleged reading on the subject meter of ¿2.8, 6.6, 7.7 and 6.7mmol/l¿ on the subject meter preformed less than 20 minutes apart. Based on statistical methodology, the calculated difference between these results exceeds lfs¿s criteria for precision. The patient manages his diabetes with a combination of medications including novorapid 6 units 3 times daily, levemir 12 units at night and metformin twice daily. He reported that on the (B)(6) 2016 at around 9:30 - 10:00pm that he skipped his dose of levemir (12 units) as a result of the alleged product issue. The patient denied that he developed any symptoms and no treatment was received. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the results were taken from an approved sample site. The test strips were stored correctly and not expired and the test strip vial was neither cracked nor broken. The patient carried out the correct testing steps. However, did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due to the comparison provided, the device malfunctioned.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.